Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. Investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ pmcf-precisionglide/microlance-needle exposed the clinician to body fluid or blood. There was a needlestick injury after use on 2 occasions, and foreign matter. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via survey response that the clinician encountered exposure to body fluid or blood (1), needlestick injury after use on patient (2), foreign matter in fluid path (1), needle bent (2). Further information related to exposure states: taking blood samples in a hectic situation.